Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms on unknown dates. 8 patients were further treated with fevar using a non mdt endograft (anaconda) fortype ia endoleaks in the endurant stent grafts on unknown dates. It was reported on a unknown date during follow up, patient death was reported. Per the physician the cause of the death is undetermined. No additional clinical sequelae were reported and the patient will be monitored.